Manufacturer narrative:
Stryker performed an initial evaluation of the device and found through the device logs that 5 shocks were delivered and the device unexpectedly shut down after the 5th shock. Physical damage was noted on the device case. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device failed to charge after the 4th shock. In this state the device would not be able to deliver defibrillation therapy if needed. Another device was available for use. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report their device failed to charge after the 4th shock. In this state the device would not be able to deliver defibrillation therapy if needed. Another device was available for use. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated the device and found the logs indicated the device lost power 4 times during the reported event. After the 9th shock was delivered, battery 1 and 2 state of charge were 29% and 80%, respectively. Stryker replaced the power pcb and battery wire harness to resolve the reported issue. Additional unrelated repairs were completed. The replaced parts were scrapped and further root cause could not be determined. The device passed functional and performance testing and was returned to the customer.